Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes had tray pack residue falling into the stopper¿s fluid pathway. No serious injury or medical intervention reported.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes had tray pack residue falling into the stopper¿s fluid pathway. No serious injury or medical intervention reported.

Manufacturer narrative:
Additional information: the device history records for batch 7214649 have been reviewed with no issues being identified.